Manufacturer narrative:
Results: rod side hose fitting and leak.

Event description:
It was reported by service report that there is a hydraulic fluid leak. No patient involvement or adverse consequences are reported.